Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were hard to push than normal. The customer stated that the insulin pump's screen was hard to read. Customer reported that the insulin pump's screen was hard to press. Customer reported squirted insulin during priming. Battery cap was hard to put on and off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.